Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11 no product was returned. The photograph provided shows that the ball bearing is missing. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Root cause cannot be determined. This complaint is confirmed via the photograph provided. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, and h11 visual evaluation of the returned products identified that the products exhibit signs of use (nicked or gouged), and both ball bearings are missing (missing ball bearings are not returned). Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. There is no change to the previous investigation. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that after cleaning in ultrasound, cleaning staff realized that the shim was disassembled and missing two ball bearings. There is no additional information available.

Manufacturer narrative:
(B)(4). G2- canada h3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.